Event description:
It was reported to philips that the customer was unable to calibrate co2, the module didn't start when the filter line was connected to the device. There was no patient involvement.